Manufacturer narrative:
There were no errors or messages stored in the icca event logs since the icca system will overwrite stored event logs after 24 hours. The customer was informed and was advised to contact philips immediately if there was a recurrence of the problem.

Event description:
Customer reported that drugs disappeared from the mar after placing the orders and then reappeared as "pending" orders. The device was in use on a patient. There was no report of patient or user harm.